Event description:
PICC line had a crack in the tubing right below the connection with the white hub. This catheter was inserted prior to the receipt and implementation of the new 1.9 f PICC lines with the redesigned hub.======================manufacturer response for 1.9 fr x 50 cm single lumen PICC, 1.9 fr x50 cm single lumen PICC (per site reporter).======================no response. Awaiting delivery of newly designed PICC lines.